Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the insulin pump was damaged. The caller reported the insulin pump had deep cracks and weak buttons. The caller reported the damage was located at the battery compartment. The customer's blood glucose was between 300 mg/dl and 600 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.